Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally it was reported that the wake button was unresponsive. Customer¿s blood glucose level ranged from 90-130 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.